Manufacturer narrative:
Customer reverted to an alternate pump for insulin therapy. Customer did not continue to use the reported pump. The failure investigation has been completed and the alleged issue was could not be verified due to inoperable usb communication.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose was 301 mg/dl. The customer administered a manual injection. The customer reported that the pump would continue to be used for insulin therapy. Tandem customer technical support advised customer to contact healthcare provider for backup therapy options.